Manufacturer narrative:
(B)(4). Internal complaint number trackwise (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The delivery device was returned inside the loading device. There was no blood in or on the delivery tube. There were traces of blood on the plunger of the delivery device and the loading device. The slide lock was dis-engaged but the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. There were no nonconformities observed with the seal. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .197 inches , the outer diameter was measured at .220 inches . The length of the delivery tube was measured at 2.49 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was not confirmed for the reported failure mode "failure to deploy" but was confirmed for the analyzed failure mode "failure to load". Specific actions for the confirmed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.